Event description:
The account alleged that there is no audible alarm for the pt positioning monitor system.

Manufacturer narrative:
The account replaced the scale board and buzzer kit to repair the bed.